Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv/ma values were evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system gave an intermittent kv check error and would not make an exposure. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.